Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the device was difficult to toggle and load and the suture broke while being applied on approximation of the vaginal cuff. The first device was loaded and approximation of the vaginal cuff was started. They noted that the device¿s handle was making an audible noise each time it was being squeezed. After approximating a portion of the cuff, the suture broke. The device, portion of suture, and needle were removed from the patient. They attempted to load a new suture on the device and it would not load. They pulled a new device and new suture and it was loaded and used to complete the case without issue. There was no injury caused to the patient and no medical intervention was required.